Event description:
A 10f replogle catheter was removed from omnicell, as it appeared to be melted/defective between 7-10cm markings. The defective device was not used on patient. The omnicell was not warm or malfunctioning.